Event description:
Im rod broke during use, and a piece was left in the patient's femur. This was not discovered until the patient was being closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The instrument associated with this reported event was not returned. Requests were made for x-rays and additional investigational inputs to assist the investigation. No x-rays or additional inputs were obtained. A search of the complaint database found additional reports of fractured sp2 im rods. Based on a previous investigation (B)(4) was initiated to remove the custom 455 ss material from depuy drawing (B)(4). A medical device correction notice was distributed on february 05, 2013 and march 11, 2013 for specific lots of the 966120 product code. The investigation could not draw any conclusions about the current reported event without the instrument to examine and lack of additional investigational inputs. CAPA-(B)(4) was previously initiated to identify root cause and corrective actions. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.